Manufacturer narrative:
Patient summary for kamarth literature: male - (B)(6) years old (hydrocephalus, meningitis). Male - (B)(6) years old (lesional hemorrhage). Male - (B)(6) years old (hyponatremia). Male - (B)(6) years old (seizures). Male - (B)(6) years old (hyponatremia). While some of these adverse events can be traced back to specific cases, there were no malfunctions that could have lead to an adverse event nor were any other adverse events reported.

Event description:
Additional information received indicated that the patients experienced a lesional hemorrhage, hydrocephalus and seizures. The patient that experienced the hydrocephalus and meningitis had an external ventricular device and was prescribed antibiotics. Two (2) of the patients were prescribed fluid management, one (1) patient was put in supportive case when they later expired (this was reported to be cause by the underlying disease), and one (1) patient was prescribed antiepileptics. There were no further patient complications reported in relation to this event.

Manufacturer narrative:
Literature summary: the 3/17 transient aphasia; 2/17 transient hyponatremia (not needing intervention); 2/17 hemiparesis, 1/17 fatal meningitis , 1/17 dvt.

Event description:
It was reported that following an ablation procedure, multiple patient experienced aphasia, hyponatremia, hemiparesis, and deep vein thrombosis. One case lead to fatal meningitis. However, the article stated "in-depth analysis revealed that this meningitis was due to an operating room infrastructure related contamination and not due to equipment contamination related to performance of procedure." There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.